Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. All of the bags were not properly connected. The heater bag was empty so the home patient (hp) had disconnected it. The baxter technical services representative (tsr) reviewed not to disconnect a bag until the end of therapy. The tsr explained the alarm. Proper procedures were reviewed with the hp, and the hp would complete therapy manually. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.